Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) shock lead impedance measurements. All other lead measurements were within normal limits. There was no noise observed. Troubleshooting was discussed with the health care professional (hcp).the patient was to be seen in clinic that day for their annual in-office visit. The rv lead remains in service at this time. Additional information was received that the patient underwent a defibrillation threshold (dft) test and the post shock impedance measurement was reported to be 124 ohms. In addition, most recently, the shock impedance measurement was reported to have reached high out of range again, measuring greater than 125 ohms. In addition, it was noted that there has been a gradual rise in right ventricular (rv) lead and left ventricular (lv) lead pacing impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) shock lead impedance measurements. All other lead measurements were within normal limits. There was no noise observed. Troubleshooting was discussed with the health care professional (hcp). The patient was to be seen in clinic that day for their annual in-office visit. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the patient underwent a defibrillation threshold (dft) test and the post shock impedance measurement was reported to be 124 ohms. In addition, most recently, the shock impedance measurement was reported to have reached high out of range again, measuring greater than 125 ohms. In addition, it was noted that there has been a gradual rise in right ventricular (rv) lead and left ventricular (lv) lead pacing impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). No additional adverse patient effects were reported. Additional information was received that upon request from the hcp to review stored episodes within the crt-d, the hcp noted that ventricular tachycardia therapy has been turned off as a result of the reported rv lead issues. No adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) shock lead impedance measurements. All other lead measurements were within normal limits. There was no noise observed. Troubleshooting was discussed with the health care professional (hcp).the patient was to be seen in clinic that day for their annual in-office visit. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the patient underwent a defibrillation threshold (dft) test and the post shock impedance measurement was reported to be 124 ohms. In addition, most recently, the shock impedance measurement was reported to have reached high out of range again, measuring greater than 125 ohms. In addition, it was noted that there has been a gradual rise in right ventricular (rv) lead and left ventricular (lv) lead pacing impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). No additional adverse patient effects were reported. Additional information was received that upon request from the hcp to review stored episodes within the crt-d, the hcp noted that ventricular tachycardia therapy has been turned off as a result of the reported rv lead issues. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced as a result of high pacing threshold measurements. No adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) shock lead impedance measurements. All other lead measurements were within normal limits. There was no noise observed. Troubleshooting was discussed with the health care professional (hcp).the patient was to be seen in clinic that day for their annual in-office visit. The rv lead remains in service at this time. No adverse patient effects were reported.